Manufacturer narrative:
Date sent to FDA: 11/15/96h6 - additional data corrected data device code 1069 - labeledwithout a lot number or sample, we are not able to determine the root cause of the incident reported. We will however continue to track this type of information, as it is important to our product improvement and development process.

Event description:
Medical intervention was required to remove a catheter inserted on 4/5/96. Two IV team nurses attempted to remove the device without success. The second rn was "more aggressive" in attempting to discontinue the catheter. He was able to remove 12 inches before meeting resistance. The pt was then sent to the radiology dept. Fluoroscopic guided removal was attempted, during the procedure" the catheter broke at the hub". The pt became diaphoretic and developed tachycardia. A second procedure, under fluoroscopic guidance, the device was retrieved from the pulmonary artery intact. The pt was diagnosed with pulmonary embolus, transferred from the radiology dept to the coronary care unit and started on heparin therapy. The pt was later discharged home.